Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient x-rays were received and forwarded to commercialized product development for evaluation (comact-068427). The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Procedure: knee revision performed on (B)(6) 2014 at (B)(6). Primary surgery was done in 2012 at (B)(6). Reason for revision as stated by surgeon: patient presented with anterior knee pain and needed a patella resurfacing. Also showed some signs of femoral component loosening. X-ray photos are available. Revision components that replaced removed components: std modular lcs left ref: (B)(4). Lot: 3416972; stem universal 16mm x 75 ref: (B)(4). Lot: 456009; std lcs 12.5 mm tibial insert ref: (B)(4). Lot: 508099; std all poly lcs patella ref: (B)(4). Lot: 7802596.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.